Manufacturer narrative:
Device/media analysis by manufacturer: the xxl device will not be returned to the complaint investigation site (cis) for analysis. Video footage provided by the customer depicts the device attached to an inflation device. Blood can be seen inside the balloon is evidence of a device leak and that the device was used inside the patient. The physician is shown applying positive pressure to the device and contrast media can be seen exiting the device from a balloon pinhole located in the distal end of the balloon material.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a lower limb vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.